Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device phz999 batch number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. *please clarify ¿the material was breaking¿ and what was the specific issue with the suture? * how many devices were involved in this procedure? *name of procedure? *date the event occurred? *device return status?

Event description:
It was reported that the patient underwent an unknown procedure in 2019 and the suture was used. During the procedure, the material was breaking. There were no patient consequences reported.